Event description:
It was reported the patient was having difficulty charging her ipg. The patient requested the physician for a non-rechargeable ipg. The sjm representative met with the patient and determined the charger was not maintaining consistent communication with the ipg. Follow up identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.